Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) spoke with user confirmed that the issue occurred when the pharmacy technician loaded medications into the drawer. The error originated on the pharmacy technicians side during medication loading. No hardware malfunction was identified. The drawer was verified to be functioning properly. The system functioned as intended after field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator b-icus scanner holder was broken. Additionally, the internal bin 3 of the refrigerator did not light up or unlock and continued prompting for a bin scan. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.